Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller with the reset, and advised the customer to continue using the pump while suggesting that they call back if the malfunction code recurs. The caller acknowledged and understood the guidance.